Manufacturer narrative:
Exact date unknown, event occurred about a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain due to ipg was hitting the sacrum. The ipg was moved laterally and the patient was doing well postoperatively. The ipg remain implanted in the patient.